Manufacturer narrative:
(B)(4).

Event description:
It was reported that the screw portion of the low profile abutment (ilpac4217) fractured. The abutment was replaced with another one.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). One low-profile abutment was returned for inspection. The device shows signs of wear consistent with use. The fixation screw was removed and it was confirmed that the device is fractured at the head. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: documents reviewed: ¿surgical manual: tapered & parallel walled implants¿ instsm rev 02/16; torque matrix - internal connection. Customer reports the low profile screw fractured. The reported malfunction was therefore confirmed. A root cause for this complaint could not be determined

Event description:
No further event information available at the time of this report.